Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump with an "occlusion reading." This event occurred in the operating room. During product evaluation, a baxter service technician discovered this alarm to be a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of an occlusion reading involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be an occlusion switch that was out of adjustment. The occlusion switch was readjusted to proper specification to fix the reported condition.

Manufacturer narrative:
(B)(4).upon further review, this complaint was determined to not be reportable. Therefore, the initial report is being retracted.

Manufacturer narrative:
(B)(4). Corrected data: this complaint is now reportable due to information becoming available through the service evaluation. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump with an "occlusion reading." This event occurred in the operating room and may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.